Event description:
The report stated that during recovery after an open bowel resection, the patient's blood pressure suddenly dropped from normal to zero. This was a couple of hours after the surgery. The patient was resuscitated and transferred to a larger facility that would have enough blood to handle the required transfusion and reoperation, as the operating site was a small rural hospital. The patient expired at this second hospital so the reporting site does not have a record of the date the patient expired.

Manufacturer narrative:
To date, the incident generator has not been received for evaluation, but the site has reported they are sending it back for evaluation as now they have had three adverse events following surgeries in which this generator was used. The site reported all three adverse events to covidien lp (formerly valleylab). The other two adverse events are reported on MFR reports #1219930-2007-00855 and 1219930-2007-00857. The accessory handpieces have all been discarded. The site has been asked to provide the name of the larger facility the patient was transferred to so that additional information may be obtained. The reporting site was also requested to provide the age of the patient, medical history and a copy of the autopsy report. This information has not yet been provided.